Event description:
In (B)(6) on (B)(6) 2010, a (B)(6) female with clinical history of ischemic heart disease presented to the hospital with an orthopedic fracture. An acute coronary event was not expected clinically, but given the patient's positive cardiac history, a troponin was requested as a 'rule out' test in her pre-anesthesia assessment. On (B)(6) 2010, the laboratory staff was informed that the patient died as a result of anesthesia complications, "probably of a cardiac origin". The clinical staff stated, the patient would not have been taken to the operating room if the original troponin t result had been correctly reported as elevated. Timetable of events: on (B)(6) 2010, the field service engineer responded to a problem regarding a repeating instrument alarm. He arrived at approximately 3:30 pm and performed adjustments. After repairs were completed, the field service engineer instructed the operator to run quality controls, however, the laboratory staff failed to ensure that quality controls were run, as instructed by the field service engineer and per their usual practice, before releasing patient results. A sample from the (B)(6) female patient, was tested for troponin t after this service visit. The initial troponin t result was <0.3 ng/l. This result was accompanied by a data flag notifying the user the result was outside of the measuring range of the assay. The laboratory stated they "did not note any warnings on the sample result when the sample was analyzed". The following day, (B)(6) 2010, the start up run on the analyzer failed. The customer noticed quality controls were low, a reaction tip was caught by the mixer, and noticed a tip in the troponin t reagent pack. Three probe tips had fallen into the reagent. The sound button for the alarm was turned off. The customer assumed this was turned off by the service representative. The reagent was discarded and quality controls were run and within specification. The operator repeated the patient sample which recovered a troponin t result of 47 ng/l. The sample was sent to another lab "to cross check" the result. The result from the other lab was not provided. The staff informed the emergency department of the corrected results at 12:40 on (B)(6) 2010. Evaluation of the event determined after the 6 month maintenance procedure was performed, an insufficient bead bottle probe adjustment caused at least 2 tips to fall off the sample pipettor probe into the bead bottle. The tips in the bead bottle caused insufficient bead mixing and after several mixer cycles caused the paddle to be bent. Insufficient mixing significantly reduces the bead concentration pipetted to the reaction vessel. Experiments show that approx. 80% reduced bead volume caused reaction signals to be outside of the measuring range of the assay. No quality controls were performed after the service visit nor prior to measurement of the patient samples. The quality control measurement would have detected the insufficient instrument performance and respectively detect the tips in the bead bottle. The customer detected the problem after quality control measurement and receipt of a mixer alarm from the analyzer the next morning.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Timeline of events: (B) (6)2010. The field service engineer performed a routine 6-month preventive maintenance procedure. The instrument operator performed quality control tests and all results were within range. (B) (6)2010. The field service engineer was advised there was a further problem, reported as "premature lld hovering on rack pack" on the instrument. This alarm indicates the probe is hovering on the assay reagent bottle and the liquid level is not detected properly. The field service engineer returned to the site and performed the following: - the reagent and sample probe aspiration and dispensing positions were checked and adjusted, as well as the reagent carousel. - the lld voltage was checked and was not as it was the previous day. The lld voltage was adjusted to specification. - a system volume check was performed which was within tolerance. After service was performed, the field service engineer instructed the customer to run quality controls. However, quality controls were not run by the customer or the field service engineer after service was performed. After service was performed, 3 patient samples were run for troponin t. All 3 patients were reported to have troponin t results of <3 ng/l. The customer stated, "there were no warnings noted by the operator when these samples were analyzed." - instrument alarm files were received from the customer for investigation. It was determined instrument alarms were generated at the time these samples were run. (B) (6)2010. The customer reported that on the morning of (B) (6)2010 the following occurred: - the start up run failed - three probe tips had fallen into the reagent. This most likely represents one probe tip for each of the three samples tested the previous day. - the sound button for the alarm was off. - note: the audible alarm is not the only notification to the user when an alarm is generated. The software also provides a visual warning. The operator's manual states the following "if an alarm has been issued, there is an audible warning and the alarm global button shows red or yellow. The alarm button is always accessible even prior to log on". Upon troubleshooting the issue, the customer discarded the reagent and ran quality control samples which were within normal operating specifications. The instrument operator then repeated the three patient samples that had been tested previously. - patient 1 was found to have a troponin t = 47 ng/l - patient 2's troponin t = 18 ng/l. - no result was provided for patient 3. The patient samples were also sent to another laboratory to check the results. These test results have not been provided by the customer. The laboratory staff was informed that patient 1 had died that day at 12:15, "as a result of anesthetic complications, probably of cardiac origin. Clinical staff noted that patient would not have been taken to operating theatre if the original troponin t result had been correctly reported as elevated." Investigation of the event yielded the following conclusions: - after performance of the 6-month maintenance procedure, an insufficient bead bottle probe adjustment caused at least 2 tips to fall off the sample pipettor probe into the bead bottle. - the tips in the bead bottle caused insufficient bead mixing and after several mixer cycles caused the paddle to be bent. - insufficient mixing significantly reduces the bead concentration pipetted into the reaction vessel. Experiments show an approximately 80% reduced bead volume which causes signals below the lower range of the test. - no quality controls were performed after the service intervention on the afternoon of (B) (6), before measurement of the patient samples. Most probably quality control measurement, performed by the field service engineer or by the customer, would have detected the insufficient instrument performance, and detected the tips in the bead bottle. - the customer detected the problem after qc measurement and alarm the next morning.

Event description:
The customer reported bad sensor and cal error alarms. The customer also stated that she removed a sensor yesterday, and part of it stayed in her body. Advised the customer to seek medical assistance. Nothing further was reported.